Event description:
As reported, approximately 5 years post op the initial left tka, this 75 y/o male patient was revised due to deep infection. No breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: logic cr femoral cem, left, sz 3. - 02-010-03-0235, (B)(4). Three peg patella 41mm - 200-02-41, (B)(4). Lgc tibial fit tray cem sz 3.5f / 4.5t - 02-012-45-3545, (B)(4).

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 5 years post op the initial left tka, this 75 y/o male patient was revised due to deep infection. The patient was revised to exactech devices. No breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices are not returning; disposed of by hospital. No additional information.

Event description:
As reported, approximately 5 years post op the initial left tka, this 75 y/o male patient was revised due to deep infection. The patient was revised to exactech devices. No breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices are not returning; disposed of by hospital. No additional information.